Event description:
The anti-rotational insert of the trial offset broke and was stuck in the patient's tibia, was removed, used a back-up to complete the surgery.

Manufacturer narrative:
Batch review performed on 10-jun-2024. Lot 2259657:(B)(4). No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Analysis performed by r&d manager: the images of the complaint show that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself.